Event description:
It was reported that the 9900 system was arcing and had a communication error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery and the interconnect cable were replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.